Event description:
The right intermediate siderail will not latch due to a broken center arm assembly.

Manufacturer narrative:
The technician indicated that the siderail center arm looked to be damaged from abuse but could not confirm. The technician replaced the siderail center arm assembly to repair the bed.